Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a 814:04 alarm; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the customer?s reported condition of a colleague infusion pump error code 810:04 was confirmed but not duplicated during product evaluation. This condition was caused by a failure in the pump's air in line (ail) printed circuit board (pcb). The ail pcb was replaced and calibrated to correct this condition. This issue is being investigated though CAPA. This device is a remediated colleague pump with a user interface module software version of 5.09.90.